Manufacturer narrative:
The rate seen (97 worldwide reportable incidents out of estimated 223,000+ procedures performed to date) is approximately 0.043% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Three weeks post miradry treatment on (B)(6) 2020 patient contacted physician and indicated that her right arm had become extremely painful, red, and swollen. Patient went to the ER and was prescribed keflex by the provider. Patient then returned to the ER on (B)(6) 2020 because the antibiotic was not helping. On (B)(6) 2020 patient returned to the ER to confirm diagnosis of cellulitis that required an incision and draining followed by antibiotics based on culture.